Manufacturer narrative:
(B)(6). Communication with the customer via fse (field service engineer), the following information conveyed: procedure performed was an ercp, duodenum and common bile duct (part of the body). Knife broke when generator pedal was pressed, user felt there is no output. Knife wire broke at duodenal papilla and did not fall into patient body. Electrosurgical unit was china shandong yuhua yh300 generator. Setting value for the cut mode and the coagulation mode was blend cut 45w, coagulation 40w. Reported event occurred about 30 minutes after the procedure started, during the blend cut 45w, coagulation 40w mode. The wire was contacting the tissue directly when the reported event occurred. The average activation time for the cut mode is 2 seconds. The maximum activation time is 4 seconds. No other information provided. The subject device was received and evaluated. Device inspection, the following investigation noted below: the subject product has been unsealed. Fluid accumulation in the sheath of knife. There was dirt on the tip of the knife. ·the knife wire was not broken. ·the phenomenon was not reproduced. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire, length of coated portion, operation of cutting wire. Instruction for use: this instruction manual contains the following information. (Drawing no.gk6226 revision no.13): since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Legal manufacturer noted investigation was carried out by using the subject device. However, the reported phenomenon could not be replicated. No abnormalities related to the reported phenomenon were confirmed. The cause of the reported event could not be determined. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during ercp (endoscopic retrograde cholangiopancreatography) procedure, knife of subject device broke inside patient but was retrieved. No injury reported. The procedure was completed with another device with no more than fifteen (15) minutes delay in the procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the device was manufactured. Investigation was carried out by using the subject device. However, the reported phenomenon could not be replicated. No abnormalities related to the reported phenomenon were confirmed. Therefore, the exact cause of the reported event could not be determined. Although the root cause of this event could not be determined, olympus will continue to monitor trends and take appropriate actions as necessary.